Event description:
It was reported that the pt experienced a shocking or jolting sensation since handling the healing balls in a spiritual healing store. The balls had a caution to not use around pacemakers because of strong magnets, but the strength of the magnet was not listed. Per the MFR's representative, interference was unlikely since the device does not have a reed switch. The pt noted he had not fallen. The hcp indicated the pt may need to have reprogramming done. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.